Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting revealed the pump alarmed because the pump had reached the delivery maximum and that deleted programming. Customer does recall the alarm but thought nothing of it. Technician explained the impact of this alarm and assisted with reprogramming of the device.